Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the pump touch screen was intermittently unresponsive. During troubleshooting with tandem technical support, it was confirmed that the pump touch screen was responsive. Blood glucose level was 76 mg/dl.